Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defect pressure sensor assembly and flow sensor qvent correction: replaced defective components. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defect pressure sensor asembly and flow sensor qvent correction: replaced defective components.

Event description:
The following was reported to hamilton medical ag: summary: leak test failed ( tightness test failed).